Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer, and identified the failure mode as a broken level sense bead. The fse replaced the level sense bead to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their dxc 600 system. Customer performed delta checks on these samples using another dxc system. None of the erratic results were reported out of the laboratory. All samples were repeated on another dxc system. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was erratic before and the event. The customer did not provide patient data or demographics.